Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that after during the beginning of the pulse field ablation procedure with farawave 2.0 nav catheter, the patient experienced a decrease in oxygen saturation. The patient was unable to extubate, their face was purple and had jugular veins distended. The patient was hypotensive and was on vasopressor medications. The customer was admitted to the ICU, and the following tests were performed: a computed tomography angiography (cta) chest scan, transesophageal echocardiogram (tee), transthoracic echocardiogram (tte). An arterial pressure line was placed and patient remained intubated. The issue is currently ongoing. The device is not expected to be returned as it has already been disposed.